Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, the patient reported that he had experienced low blood glucose levels for 3-4 weeks. Around (B)(6) 2013, he ate breakfast and then went to back his car out of the garage. The patient passed out in the car for 20 minutes. His wife found him in the garage. He thinks his blood glucose level must have been in the 20's mg/dl for him to have passed out. He stated that the rate at which his blood glucose level declined was rapid. His target range is 80-170 mg/dl. The patient thinks the infusion device delivers too much insulin. The patient stated that no outside assistance was needed for treatment. After he woke up he was able to eat candy to bring his blood glucose level back up. The infusion device was requested to be returned for product evaluation.